Event description:
It was reported that a metal tip from the click line outer sheath broke during surgery. X-ray was perfomed on the patient, the unit was checked, but missing broken piece cannot be found. It was confirmed that there was no injury to the patient, but it was also confirmed that something detached/ fell into the patient and was not recovered. Based on the received information, this event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).